Manufacturer narrative:
Exact date unknown, event occured in the year of 2015. Explant date: 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 16338939.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure.

Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure. Additional information was received that the explanted devices were not returned. No further information has been obtained despite good faith efforts.